Event description:
It was reported that, during a procedure, the debris shield was moving and the console could not detect if it was inserted. Due to this, the laser stopped working and the procedure was aborted. No patient complications were reported. This event is being reported for an aborted procedure with patient sedation status unknown.

Manufacturer narrative:
D3/g1: also (B)(6).